Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) requires between 100-120 pump squeezes and even then firmness was not guaranteed. The patient expected 15-20 pumps and his physician said 30-40. The patient wonders if a wrong size could contribute to a performance issue. In addition, the patient recently was getting into his van and felt a pop and pain in groin and then he noticed a large aneurysm on the right side of his penis. The patient went to urgent care and antibiotics were given to prevent infection. A revision surgery was performed because the ipp would not function properly due to fluid loss. The right cylinder was ruptured and it was densely adhered to the distal tissue, making it difficult to remove. There were no patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) requires between 100-120 pump squeezes and even then firmness was not guaranteed. The patient expected 15-20 pumps and his physician said 30-40. The patient wonders if a wrong size could contribute to a performance issue. In addition, the patient recently was getting into his van and felt a pop and pain in groin and then he noticed a large aneurysm on the right side of his penis. The patient went to urgent care and antibiotics were given to prevent infection. A revision surgery was performed to remove and replace the prosthesis. The patient is expected to fully recover.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) requires between 100-120 pump squeezes and even then firmness was not guaranteed. The patient expected 15-20 pumps and his physician said 30-40. The patient wonders if a wrong size could contribute to a performance issue. In addition, the patient recently was getting into his van and felt a pop and pain in groin and then he noticed a large aneurysm on the right side of his penis. The patient went to urgent care and antibiotics were given to prevent infection. A revision surgery has not been performed.